Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor events, with three automatic restarts already performed, and the user noted loud, slightly grinding motor sounds during operation; the user experienced an ¿unable to proceed¿ alert during the fill tubing sequence despite completing a rewind and dry run to 123 units, and no foreign body was observed although the cartridge chamber appeared dusty and was cleaned per guidance. Symptoms included no adverse clinical effects. Outcomes included use of available backup therapy and shipment of a replacement device. Investigation included remote troubleshooting, user education on cleaning and full set change, and confirmation of device and supply lot information. Investigation of this case revealed repeated motor stalls consistent with a pump performance malfunction during cartridge rewind and tubing fill, with potential contribution from debris in the cartridge chamber; the device component involved was the pump motor and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.